Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components, were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology is unk. The pt's iliac arteries were excessively calcified and it was reported after completion of the procedure, both iliac arteries occluded. An aortic-femoral bypass procedure was performed to restore blood flow to the extremities after which the pt was sent to the intensive care unit. Later that evening the pt had additional complication and was brought back for another surgery, however, the pt had a myocardial infarction and expired.

Manufacturer narrative:
Evaluation results: other (operative reports were not received). Inherent risk of procedure (death, graft occlusion). Pt's condition affected effectiveness of device (excessively calcified arteries). Conclusion: other (operative reports were not received). Device failure/lack of effectiveness related to pt condition (excessively calcified arteries).